Event description:
Complainant alleged that while attempting to treat a male patient in cardiac arrest, the device shut down when switching to pace mode and then failed to power on. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.